Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It has been reported there were several monitors that cannot be seen at the central station, their signals have been lost. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer confirmed there were several new monitors they cannot see at the central station located at coronary care. Their it checked the lan cables and the rosettes, both were ok. The customer did not know what software version the central station was operating on. The rse dispatched a philips field service engineer (fse) onsite for further investigation. Upon arrival the fse, indicated the communication with the monitors were reestablished but the telemeters kept having sporadic disconnections. Antenna power supply problems were observed, and the poe switch was noticeably changed to another one. The fse confirmed the root cause of the issue was the poe switch's power which was not enough for the antennas. The fse provided the customer with a more compatible replacement poe switch to resolve the issue. After the poe switch was replaced with a more powerful one, the device returned to specification. No further investigation or action is warranted at this time. Updated reporting decision: not reportable. Rationale:- the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.